Event description:
High voltage lead impedance was observed. The pocket was opened and the header/setscrew was retightened. Then the hv lead impedance tested normal. The system remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.